Event description:
Additional information received as patient reported that they were not able to increase the stimulation but during call it was revealed that therapy was off, so they turned it on and increased the stimulation. Patient was still having symptoms.

Event description:
Additional information received reported the settings were decreased from 3 volts to 1.4 volts as it was "set too high." Lack of symptom relief and intermittent stimulation had not been resolved; the patient tried each program for 2 weeks and would increase settings up a number.

Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported ¿no therapeutic benefit¿ and ¿never had a 50% or greater reduction in her symptoms¿ since implant. Symptom control went from being on to being off; sometimes the patient had good control and sometimes she did not. Stimulation was reportedly cutting in and out for 6 months or longer, and the patient stated they did not feel like stimulation was working all the time as the stimulation ¿didn¿t stay with her.¿ stimulation ¿cut out sometimes¿ even when the patient was trying to connect up with her implant. When putting the antenna over the hip, the patient could feel the stimulation working and then when taking the antenna off she could not feel it anymore. The patient reportedly felt stimulation stop working when she was not using the synching up with the programmer. During the call, stimulation was not felt but therapy was confirmed to be on. Stimulation was increased but the issue did not resolve. When increasing stimulation, the patient saw the upper limit reached screen and the patient was redirected to their healthcare provider. Stimulation was felt at 3 volts and it was reviewed that the screen the patient was seeing was telling her that the implant had been off. The patient stated that she could have been pressing the button to turn off the implant but did not know.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.